Event description:
It was reported that the patient presented in clinic. Low ventricular lead impedances causing polarity switch and noise reversion were noted on the electrograms. Noise could not be replicated with isometrics and arm movements. Information received on (B)(6) 2014 states that the device would be reprogrammed to bipolar configuration on the patients next clinic visit. The patient did not suffer any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.